Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11 . H4: this lot was manufactured november 2024. H11: an unopened sample was received for evaluation. Visual inspection and inspection under magnification were performed and revealed foreign matter enclosed in the sealed product packaging. A 0.02 mm yellowish spot embedded on transparent cap of light blue connector outside the tubing, not in the fluid pathway was found. The reported condition was verified. The cause of the condition was determined to be contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume with luer lock end syringe inlet had particulate matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.